Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device would intermittently not complete the boot up process. The device would go into a constant reset cycle when powered on, and when powered off, the device would restart on its own and then go directly into the constant reset cycle. There was no pt use associated with the reported failure.